Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to a lead failure. Additional information has been requested and not yet received. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the right ventricular lead had high impedance, oversensing and noise due to a possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).